Event description:
The customer reported that she was hospitalized for high blood glucose levels of approximately 600 mg/dl. The customer stated that she was not happy with the way she was treated at the hospital, and she left. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.